Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported event was not confirmed. No yellow fluid was found during inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope had chemical remains in the channel. There was a yellowish fluid coming out of the channel during drying. The scope was washed twice in the advantage plus medivator and it was still blowing out yellow fluid. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the distal end cover insulation was out of standard, the distal end cover had scratches and the glue had to be replaced, the bending section rubber glue was cracked, the objective lens had worn glue, the light guide lens had worn glue and was chipped, the nozzle was not clearing the objective lens, the insertion tube had scratches, the light guide tube had buckles and scratches, the angulation was low, the control knob had play, and the labels were not properly affixed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.